Event description:
Additional information received indicates that the patient underwent surgical intervention on 1 march 2024 during which one lead was repositioned, and the other was explanted and replaced. The patient was able to receive coverage.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section d6b date of explant should have been (B)(6) 2024 instead of being blank in additional report 1. This correction is reflected in this additional report 2.

Event description:
Related manufacturer report number: 3006705815-2024-01041. It was reported that the patient was experiencing simulation in the wrong location. Troubleshooting was unable to resolve the issue. X-rays revealed that both of the patient's leads had migrated. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.